Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The customer complained that the agility guidewire can't be matched with prowler 14 microcatheter. The product was received for analysis and the distal tip was unraveled/stretched and separated. Additionally it was reported that the mc is not going to be returned for analysis. Per psr's information, the user utilized another agility 14 with the mc, and the guidewire passed through the mc smoothly. Prior to shipping, the gw distal tip or the shaft wasn't damaged. The customer knew which guidewire should be used, and the complaint guidewire is agility .014". It is unknown how the product was removed from the protective plastic loop. All the products were prep per IFU guidelines, and all the products were new. This complaint product was not able to be inserted through the mc. This was the first time that the customer complained. The customer usually utilizes an agility 14 together with prowler 14. Prior to inserting the (gw) guidewire, the mc was flushed. No damages were noticed on the mc or gw. After the event occurred, no damages were noticed on the microcatheter.

Manufacturer narrative:
It was reported that the agility guidewire (gw) could not be inserted through the prowler 14 microcatheter (mc); however, another agility 14 gw was used with the same mc and passed through smoothly. The agility gw was received for analysis and the distal tip was unraveled/stretched and separated. With follow-up, it was reported that the customer had no idea about the damage and also couldn't remember the process of removing the agility. The customer usually utilizes an agility 14 together with prowler 14. All the products were prep per IFU guidelines, and all the products were new. It is unknown how the gw was removed from the protective plastic loop. Prior to inserting the gw, the mc was flushed. No damages were noticed on the mc or gw. After the event occurred, no damages were noticed on the mc. It was reported that prior to shipping the gw distal tip and shaft were not damaged. One guidewire was returned coiled in a plastic zip lock bag. Per (B)(4), it appears to be in unused condition. When viewed at 30x, the distal tip has been disconnected from the corewire. The corewire itself is intact, indicating that the adhesive tip bond has been broken and is in fact missing from the guidewire. The distal platinum spring has been unwound into a single strand of wire, and remains connected to the guidewire. A DHR was performed and found no nonconformities within the manufacturing process. The reported inability to insert the device into the microcatheter could not be evaluated. The timing of the damages found on the returned device as related to the reported inability to insert the device cannot be determined. It is possible that damages on the device may have been a factor contributing to the reported impediment. It is also possible that impedance may have caused the damages or that the damages may have occurred post procedural use. It was reported that there were no damages noted on the device prior to attempted insertion into the microcatheter or afterwards. It was further reported that it is not known how the device was removed from the hoop prior to attempted insertion and there was no information regarding the damages found on the returned device. However, the extent of the damages found on the returned device would have been readily evident to the user. Based on the analysis and the information provided, procedural factors may have impacted the event; however, assignment of root cause is speculative. Neither the analysis nor the DHR suggests that manufacturing factors contributed to the reported event. No corrective actions will be taken at this time.